Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and the helix/lobe mechanism itself.

Event description:
It was reported that during implant, the helix was over retracted and unable to be advanced after repositioning the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.